Manufacturer narrative:
Additional information: b5, h6 and h11. B5: during follow up, it was clarified that an unspecified quantity [previously reported as sixty (60)] of minicaps had inadequate iodine. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixty (60) minicaps had inadequate iodine; further described as ¿insufficient povidone iodine¿. This was observed during set up of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.